Event description:
This lead was implanted on (B)(6) 2015 and still remains implanted at this time. It was noted that the lead showed higher impedance after (B)(6) 2016. Daily measurements showed sudden change in rv lead impedance, from stable values around 625 ohms to varying values. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).